Event description:
It was reported that the ventilator generated alarms for low o2 supply pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by field service engineer (fse). It was not possible to duplicate the reported event of alarms for low o2 supply pressure. The ventilator passed all safety and functional tests and was cleared for clinical use. No ventilator malfunction was found. Provided ventilator logs confirm the reported alarms for low o2 supply pressure. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event date. The root cause has not been determined, but a drop in the wall gas supply may have been a contributing factor.

Event description:
Manufacturer's ref #: (B)(4).